Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient's ipg site was not healing properly. As a result, the device was removed. It was noted that the patient was receiving effective pain relief from using the device prior to the event, and would like to be re-implanted in the future. There have been no reports of further complications regarding this event.